Event description:
A user facility registered nurse(rn) reported via fax that there was bleeding around the venous bain needle site. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).